Event description:
The customer reported that the insulin pump alarmed a motor error. Troubleshooting was performed, and the device did not pass the displacement test. Advised the customer revert to back up plan. The customer's recent glucose reading was 362 mg/dl. No further info was provided.

Manufacturer narrative:
The insulin pump failed the displacement test. Motor error alarms during rewind due to encoder signal out of phase.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.